Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device has been returned to the manufacturer. The product analysis shows that 3 products have been returned. One product (lot 1606111060) is damaged on one side on the bottom of the pieces. One product (lot 912267160) is not damaged but twisted on the bottom of the pieces. One product (lot 1557257050) is damaged and twisted on one side on the bottom of the pieces. No other issue has been observed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. 1 complaint, this one included, has been recorded on exception varized stem trial neck v123, reference a120v123, batch 1606111060 since ever regarding instrument fracture. Investigation results concluded that the reported event was due to wear and tear from use. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be field accordingly. Zimmer biomet will continue monitor the trend.

Event description:
It was reported that 3 instrument broke. No adverse events have been reported as a result of the malfunction.